Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was mfg and used outside the us. Analysis is pending.

Event description:
During routine follow-up, the physician found the device in standby mode. Device re-initialization was performed without any difficulty. The physician requested explanations about the switch to standby mode.